Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. Upon eval, the j2 tab inside the rear #2 therapy electrode was not properly soldered. The cause of the non-functional therapy electrode is the improperly soldered j2 component. The root cause of the improper solder is a mfg error. A corrective action has been initiated. No adverse event resulted from the poor solder connection.

Event description:
A zoll distributor returned electrode belt indicating that the therapy electrodes were non-functional.